Manufacturer narrative:
Continuation of d10: product ID dvbb1d1, serial# (B)(6), implanted: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that oversensing and undersensing was observed on the right ventricular (rv) lead during a probable fine agonal ventricular fibrillation (vf) rhythm due to low amplutide signals, no therapies were delivered. Additionally, a lead integrity alert (lia) due to non-sustained ventricular tachycardia episodes of oversensing and increased sensing integrity counter (sic). The patient passed away the same day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the patient had comorbidities and was ill.